Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation, tissue damage, delay, and death. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted leaflets were thin to moderate. The first clip was successfully deployed. A second clip delivery system was advanced to the mitral valve, and the leaflets grasped the leaflets; however, several attempts were made, but the clip could not capture the leaflets. It appeared that both grippers were dropping, but one gripper was not holding the leaflet which indicated that the gripper arm was not lowering. It was suspected that a chordal rupture occurred, delaying the procedure. The cds was removed with the clip attached. It was noted that the clip was tested outside the patient, and it was observed that only one gripper arm was able to drop. The procedure continued with the a new cds. The chordal rupture was not treated. Three clips were implanted, reducing mr to 3. On an unknown date, the patient died. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: during the initial procedure, the third clip (90715u147) was deployed; however, the clip became detached from the anterior leaflet, but remained attached on the posterior leaflet (single leaflet device attachment/slda). The slda was stabilized with another clip. The patient died on (B)(6)2020. The physician stated the cause of death was not due to the chordal rupture, but this cannot be confirmed. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was not confirmed. While, the reported positioning failure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The investigation was unable to determine a conclusive cause for the gripper actuation issue. Functional testing confirmed that the grippers functioned as intended with no gripper actuation issues observed. The positioning failure related to the leaflet not being able to be captured however, was a result of the gripper actuation issue. The reported tissue damage appears to be related to procedural circumstances of positioning failure. While a cause for death cannot be determined, it was stated by the physician that death was unrelated to the device. The reported patient effects of chordal rupture (tissue damage) and death as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director and the reviewer stated the circumstances of death are unknown but there is no evidence that it was related to the device. There is no indication of a product issue with respect to manufacture, design, or labeling.